Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system and associated aquabeam console were not returned for investigation of this event and are currently in use at the user facility. The investigation consisted of a review of the information received through the treating physician, a review of the device history record, log files, labeling and similar events reported to procept. A review of the device history record (DHR) for the ab2000/serial number (B)(6) and aquabeam console/lot number 19c00500 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated compoment met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. F, was reviewed and states the following: e50 - console error. Release foot pedal and click x. If error persists, turn off and turn on console and cpu. E41 - motorpack error. Turn off console and replace. Motorpack. Caution: may be hot. E22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. A review for similar complaints confirmed a total of 13 similar events have been reported to procept. A root cause for the reported event was unable to be established. The console was not returned for investigation of this event and continued to be used at the user facility. Additionally, the aquabeam motorpack used during the procedure was returned for investigation; however, it was found to be functioning as intended. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
(B)(4) - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation, prior to insertion into the patient, "e22 - motorpack error", "e41 - motorpack error" and "e50 - console error" messages were generated by the aquabeam robotic system. The error messages were unable to be cleared even after replacing the aquabeam motorpack. The treating physician proceeded to abort the aquablation procedure and converted to a transurethral resection of the prostate (turp) surgical procedure. There were no adverse health consequences to the patient due to the reported event.